Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reported experiencing issues with their infusion set on two separate occasions, specifically on (B)(6) 2025. The primary problem was a leak in the infusion set, although the patient was unable to pinpoint the exact location of the leak. It was noted that the infusion set had been in use for approximately one day when these issues occurred. No further information available.